Manufacturer narrative:
Based on the claim against the product by the customer noting instrument had clamping issues, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has not received the medium-large clip applier instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. This complaint is considered a reportable event due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the clip did not release from a medium-large clip applier instrument after clamping the clip. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure a clip did not release from a medium-large clip applier instrument after clamping the clip. The clip after clamping was also difficult to remove from the instrument. The procedure was completed with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.